Event description:
Biomed dept called to report that a circuit had ¿sparked¿ and wire insulation melted. The high frequency ventilator and pt circuit was on a pt at the time. There was no injury to the pt.

Manufacturer narrative:
Biomed dept called to report that a circuit had ¿sparked¿ and wire insulation melted. The high frequency ventilator and pt circuit was on a pt at the time. There was no injury to the pt. Bunnell initiated an internal corrective action request (car), number (B)(4), on (B)(4)2012. A supplemental PMA, p850064/s021, was submitted on (B)(4) 2012 to increase the heater wire insulation temp rating which will significantly reduce the probability of this type of rare failure occurring. Additional info received from the facility, failure investigation or from the car will be added to this report.